Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was tearing of the patient tissue while the jaws were being opened during a right hemi-colectomy. The tearing in tissue resulted in minor blood loss. The bleeding was controlled immediately and there was no patient injury.